Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure for bilateral dhs plating, it was noted that the short barrel dhs plate box selected by the circulating nurse and implanted by the doctor did not indicate that it was a short barrel dhs plate. The senior member recognized that the implant code was different. The patient outcome was to have fixation of one proximal femoral fracture with a short barrel dhs plate and one with a standard plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The 510k number is not available. Upon review, it was noted the part number of the device is an unavailable part number to date in the us. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.